Event description:
It was reported that the tubing of a cadd® administration set leaked medication. The patient's shirt was wet. The patient was on a four day delivery output during outpatient therapy and changed the tubing every day. It was noted the patient was showering during product use. The concentration of drugs was noted to be correct, and the patient was priming with saline and not drugs. No injury was reported.